Event description:
It was reported that the patient was undergoing dialysis and began to turn blue. The clinician began chest compressions, the patient was admitted to the hospital. The pulse generator exhibited intermittent out of range measurements. The device sensitivity was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.